Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "PICC used for aquadex pediatric patient and placed in the ij on 2/8. One wing cracked and came off on 2/20. The second wing came off on 3/1. We were able to get surgery to replace a suture around the hub that remained but the line was eventually dislodged by the patient resulting in emergency surgery." No other information was provided. Additional information received: the patient cried and the line was expelled out of his body; did not require surgery to remove the line from patient's body. From what we know now, there has not been any long term effects for the patient. The patient required the emergency surgery to replace the line and also changed his plan of care slightly. Currently, the patient is doing well and is about to go home.

Event description:
It was reported by the customer "PICC used for aquadex pediatric patient and placed in the ij on 2/8. One wing cracked and came off on 2/20. The second wing came off on 3/1. We were able to get surgery to replace a suture around the hub that remained but the line was eventually dislodged by the patient resulting in emergency surgery." No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.